Event description:
During a coronary stent procedure involving a 90% stenotic lesion in the distal rca, crossing difficulties were encountered. The physician experienced difficulty crossing a previously placed stent. Upon removal damage to the stent was noted. No patient injuries or complicatons were reported.